Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock apd luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to technical support (ts) that a fluid leak occurred during the patient¿s pd treatment. An m31 air detected in cassette alarm occurred during fill 3 of 4, prior to discovery of the fluid leak. The fluid was observed leaking at the connection point from the apd luer lock connector to the baxter solution bag. The connection was confirmed to be securely fastened and the two products were reportedly screwed together correctly. The patient's treatment was discontinued on the cycler and their treatment was completed with a manual exchange. The fluid did not come in contact with the liberty select cycler. No obvious damage was noted on either product. The apd adapter and baxter bag were both discarded, and a lot number for the safe lock apd adapter was not available. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Follow up with the patient¿s pd nurse confirmed the patient was asymptomatic. However, the patient was put on prophylactic antibiotics as a precaution. The patient was prescribed vancomycin (1.5 grams every 5 days) and meropenem (1 gram daily), both via intraperitoneal (ip) administration. The patient¿s cultures were taken, and the patient was scheduled to come off the antibiotics once the results were returned. At the time of follow up, results were still pending.